Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the air leak inspection revealed no leakage and the device is considered leak-free. During the initial visual inspection, a very porous bending section cover adhesive was clearly identified. The check of the gluing appearance of the objective lenses also detected a deterioration with cracking and visible missing parts. The 3d image inspection confirmed the image properly displays. No humidity was found out inside the device. Upon removal of the bending section cover, the bending section structure was observed collapsed. The protector of the light guide connector was found cut, and one contact pin of the grip cover unit was found torn and deformed. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the endoeye flex 3d deflectable videoscope was leaking during a colon resection. The surgery was successfully completed using the same device. Upon inspection and testing of the customer returned device, it was observed that the gluing appearance of the objective lenses was deteriorated. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the suggested event cannot be specified. Non-conformities were confirmed such as the broken protector, the damaged bending section. They are thought to indicate occurrence of external stress. The following causes were presumed based on the investigation results: 1.) External stress was applied to the subject device. 2.) Glue became deteriorated by chemical attack from chemical solution and the likes, and/or sterilization with sterrad nx etc. The instruction manual identifies the following related verbiage: ¿important information please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ IFU (reprocessing manual) specifies as follows: ¿sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.